Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's leadless pacemaker would not release from the delivery catheter. While attempting to release it, the device dislodged from the heart's tissue and immediately after it separated from the catheter tethers unintentionally. The device migrated into the right atrium. The device was successfully retrieved, and a new one was implanted. There were no patient consequences.